Manufacturer narrative:
Correction in h6: previously applied code of fdd a051208 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of the device found that visually, there was no damage in the construction of the device seen by the unaided eye. There was contamination on the tube adapter at the proximal end of the device and surgical tape was wrapped around the wire harness. Functionally, a syringe was used to inject 15cc of air into the cuff balloon and the cuff deflated immediately. For further analysis, a leak test was performed by submerging the cuff in water and bubbles (leakage) was observed in the cuff. Under magnification, a small puncture was observed in the middle of the cuff adjacent to the red with white stripe trace pad. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the chief surgeon found that the cuff was leaking air when checked the cuff before used the nerve monitoring tracheal tube for the patient. Replaced the spare tracheal tube immediately at that time. There was no patient injury.